Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited low out of range pacing impedance measurements of less than 200 ohms which caused the lead safety switch (lss) to trigger and changed the polarity from unipolar to bipolar. It was also noted that approximately one month earlier the ra lead had exhibited a decreased amplitude. Boston scientific technical services (ts) was consulted and reviewed an atrial tachy response (atr) event which was determined to be true atrial tachycardia. Ts suggested bringing the patient in for evaluation. Further information was received from the clinic which indicated the fracture was suspected in the subclavian area, however a x-ray was taken which did not yield any significant findings. It was also noted that the patient was experiencing congestive heart failure symptoms of dizziness and shortness of breath, so is undergoing an echocardiogram and blood work. At this time the physician has opted to monitor the patient and no intervention is planned. The pacemaker and another manufacturer's ra lead remains in service.